Event description:
It was reported by the customer, on (B)(6) 2024, PICC not refluxing, sealed with urokinase. PICC used for paclitaxel. Found broken 8cm from the zero, exit site 5cm. PICC removed (B)(6) 2024 due to the partial break.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.